Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke along the shaft. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that upon evaluation of the associated hub (5407120900 (B)(4)), broken down bearing lubrication was observed. Broken down lubrication may limit the rotational properties of the bearings, which may cause or contribute to a broken bur.

Event description:
It was reported that during a surgical procedure, the bur broke along the shaft. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.